Event description:
It was reported that three (3) vented high-volume inlets had foreign particulate matter; further described as black fiber or black spot on the connector. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: three (3) actual devices and photographic samples were received for evaluation. The returned photograph was reviewed, and it was noted that there were dark embedded specks of foreign object matter. A visual inspection was performed on the actual samples, and it was noted that there were dark particulates on the white inlet connectors, dark particulates on or embedded in the tubing, and dark fiber in the packaging by the spike. A stereomicroscopy was performed on the actual sample, and at least one particle was observed in the sample. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to contamination during the manufacturing packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.